Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3254 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would display one reading and then flash a second result, and sometimes a third result. It is unclear as to what date the alleged issue began. The customer service representative (csr) noted that the alleged issue began on "(B)(6)2010 7am". At an unclear date/time after the alleged issue began, the patient claimed that she developed symptoms of a headache, weakness, and dizziness. The csr noted that the patient developed symptoms at "5- 10am". At "12/02/10 9 am," the csr noted that the patient was treated with glucose tablets/glucose gel from a health care professional (hcp) due to the alleged issue. The treatment was administered in an urgent care/clinic. At '(B)(6)2010 9am - 9:40am," the patient's blood glucose was reportedly tested on a doctor's/clinic's meter and a result of "140 mg/dl" was obtained. It is unclear if the patient's blood glucose was tested before, during, or after the treatment was administered. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actual date the alleged issue began, what actual time the reported result was obtained, what actual date/time the symptoms developed, and what actual time the treatment was administered. In addition, it would have been helpful to know if the patient was able to test her blood glucose with the reported meter during the time of concern, what her last blood glucose reading was on the reported meter before she received the treatment, what what date/time the last reading was obtained, and what actions the patient took before she received the medical treatment. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received glucose tablet/gel treatment from a health care professional because of the alleged issue.

Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The device functioned normally during pal testing. The device was determined to meet functional and electrical performance specification. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.